Event description:
Customer stated that he is a brittle diabetic. Customer received the notification letter, the insulin pump over-delivered ten units of insulin and he passed out on numerous occasions. The insulin pump has cracks. The blood glucose reading is 77 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.